Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 125 mg/dl, 34 mg/dl and 139 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter alleged obtaining another result of 32 mg/dl within 10 minutes of the 139 mg/dl result on the aviva system. Reporter was feeling hypoglycemic symptoms and his mother had to treat him with glucose tablets and a coke. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.